Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. The customer reported that the initial patient test sample was performed on the cobas® liat® sn (B)(4) and generated sars-cov-2 positive, influenza a negative, and influenza b negative. A physician questioned the results and a new sample was collected and tested with the panther, the results were negative for all 3 targets. A second new sample was collected and tested on the cobas® liat® sn (B)(4). The results were sars-cov-2 positive, influenza a negative and influenza b negative. The original sample was retested on a different cobas® liat® also generated sars-cov-2 positive, influenza a negative and influenza b negative. The results were reported to the patient and/or medical personnel treating the patient. No indication of patient harm or injury. An investigation was conducted to evaluate the customer¿s allegation. No product problem was identified. Review of the run alleged shows true amplification in the sars-cov-2 channel. There are no signs of a systematic issue. The most likely cause for the discrepancy is due to differences in detection technologies and sensitivities between the different assays used.

Manufacturer narrative:
A review of the data indicates that the alleged run showed real amplification curves, with no indication of a system issue. Given the patient produced multiple positive results with multiple samples, the discrepancy is likely due to the difference in technologies. (B)(4).